Event description:
The customer reported a scope communication error (e228) during maintenance involving an olympus rigid video laparoscope. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.